Manufacturer narrative:
Multiple attempts have been made to try to obtain further information about this case regarding the evaluation and repair; however, no response was received, and the malfunction could not be confirmed. It is therefore unknown what the outcome of the reported issue was, and no further information could be obtained. The complaint will be processed for closure. If additional information becomes available at a later date, the complaint will be reopened, and a supplemental report will be submitted.

Event description:
Philips received a complaint from the customer on the v60 ventilator indicating device's inability to recognize wall power; the device would not power on with alternating current (ac) power and was only running on direct current (dc) power. There was no patient involvement at the time the issue was discovered. No patient or user harm was reported. The customer removed the power cord from the device and tested the power cord; the power cord was working properly, and when it was plugged back into the device, the device started working on ac power. The customer went to put the bracket back on the power cord and found that ac power stopped working. The remote service engineer (rse) went over the troubleshooting steps with the customer according to the v60 service manual. The customer requested the part number for the power cord and power management (pm) printed circuit board assembly (pcba), so the rse provided the customer with the part numbers and prices of the replacement power cord and pm pcba for repair.